Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the tip of the inside scope detached from scope during the procedure and needed to be extracted from the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip detached. Probable root cause: thermal destruction of epoxy. Improper/third party repair. Improper epoxy/curing process. Laser welding failure. Use error. Contact with instrument. The device manufacturer date is not known. (B)(4).

Event description:
It was reported the tip of the inside scope detached from scope during the procedure and needed to be extracted from the patient.